Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 due to symptomatic pop and symptomatic anterior apical and posterior vaginal compartment defects. It was reported that following insertion the patient experienced recurrence, bleeding, infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.